Event description:
The company was informed that the pt is experiencing pain and shocking sensations at the implant site. External equipment was exchanged; however, this did not resolve the issue. Explant surgery has been scheduled.